Manufacturer narrative:
Two lot numbers were reported in this case. The sales representative could not clarify which lot was provided to the patient admitted for pain management. Please find the lot information below: lot # 0000000269, date of manufacture 14feb2018, date of expirary 28feb 2021. Lot # s170104aa, date of manufacture 30nov2017, date of expirary 30nov2020.

Event description:
It was reported via email by the sales rep that, after speaking with one of the doctors, she was informed that there was a patient who experienced extreme pain and swelling following a monovisc injection. The swelling extended to the ankle and weight-bearing activity was not possible. The patient was eventually sent to the emergency room and admitted for pain management. Additional information is currently not available despite multiple requests.